Manufacturer narrative:
Reporter is a synthes employee. Part number: 391.962, lot number: t147153, manufacturing site: (B)(4), release to warehouse date: may 19, 2017. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the bend/cut-pliers (p/n: 391.962, lot number: t147153) was received at us customer quality (cq). Visual inspection of the received device showed the carbide insert on one of the jaws was broken and also the carbide insert in the slot connecting the handle to the jaw was missing. Further, there was deformation seen in the slot. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: complaint-relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes . Investigation conclusion: this complaint is confirmed for the returned device. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the cutting carbide teeth have detached from handle. Handle has become defective. There were no reported patient consequences. This report involves one (1) bending/cutting pliers. This is report 1 of 1 for (B)(4).